Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # unknown. Cartridge lot #: 599a61. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a staple line on the tissue and a staple leg appears to be no properly formed could be observed. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that the surgeon was stapling a right colon. He used the ntlc75 to staple. After the 15 seconds compression, when the surgeon tried to push the lever to staple, it was very difficult to push (more than usual). It was so difficult that surgeon (female) had to give the device to the second surgeon (male) to finish pushing the staple line. The second surgeon felt that there was a blockage when he started pushing and he had to give a push harder than usual in order to finish the staple line. There was no bleeding on the staple line, but the staple line looked strange with one staple that was not closed properly and a mushy line. The surgeon went over the staple line with suture. The procedure was completed successfully. There were no patient consequences reported. Procedure: right hemicolectomy.

Manufacturer narrative:
(B)(4) date sent: 06/03/2022 d4: batch # 481a07 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not forcibly move the firing knob when it is in the pre-firing position and/or the alignment/latching lever is not engaged, as this action may prevent the instrument from firing properly. The firing knob can not be rotated from its pre-firing position unless the alignment/latching lever is engaged. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.